Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the silicone part of the bd insyte autoguard bc shielded IV catheter was noticed to be "perforated and rough". This was noticed prior to use with 2 different catheters. The following information was provided by the initial reporter, translated from portuguese to english: "when removed from the packaging for puncture, the part of the silicone that is inside the patient's vein is perforated and rough. Customer informed: both tips were perforated. The needle was not through catheter. It was noticed prior puncture."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 8162948, and no quality issues were found during production. Our quality engineer reviewed the provided photos but could not identify any physical/mechanical damage to the unit. There was not enough visible evidence in the provided photos to verify the reported issue. Since no defect could be observed a definitive root cause could not be determined.

Event description:
It was reported that the silicone part of the bd insyte¿ autoguard¿ bc shielded IV catheter was noticed to be "perforated and rough". This was noticed prior to use with 2 different catheters. The following information was provided by the initial reporter, translated from portuguese to english: "when removed from the packaging for puncture, the part of the silicone that is inside the patient's vein is perforated and rough. Customer informed: both tips were perforated. The needle was not through catheter. It was noticed prior puncture."